Event description:
Customer reports being unable to test her blood glucose with the aviva system due to an error message (customer was using expired test strips; per product labeling, err will display when using expired strips, preventing customer from using device.) Customer states in 2007, she guessed the amount of novolin r to take (prescribed according to scale) and states she passed out and awoke in hospital where she was told her blood glucose was 23 mg/dl (does not recall timeframe between taking insulin and passing out). Treated with IV's (contents unknown). Requested return of suspect device and replacement was sent.